Manufacturer narrative:
This report is submitted on november 24, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment site (specific date not reported) and subsequently, was placed under general anesthesia on (B)(6) 2021, in order to remove the excess skin and the abutment. The patient was replaced with a new abutment during the same surgery. The implanted device remains.